Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on the bus and drawer 4 was unable to recover. Customer tried to reboot and recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 had all cubies failed and were not detected on the bus. A field service engineer (fse) reseated each row board cable on the back of each drawer, tested and removed any debris in the hardware test application. The fse also found that the slides of drawer 4.2 were damaged, preventing the drawer from pulling out smoothly. The rails of drawer 4-2 started to go on the half-height cubie drawer, the fse inspected and tested the drawer, it remained operational, but a new drawer would be needed in the future. The system functioned as intended after the field service engineer repaired the device.